Manufacturer narrative:
The complaint meter and test strips were qc tested and the results were within the acceptable range. The meter and test strips have been requested for further investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6). At 8:34 am, the meter result was 4.0 inr. At 8:39 am, the meter result was 2.9 inr. The patient¿s therapeutic range is 2.0-3.0 inr.